Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-operative set up, then screen of the device went blank. The device was fully charged. Reload would still articulate, roticulate, open, close, etc., but no information on the screen. There was no patient involvement.